Event description:
Per medwatch: tip of penfield 4 broke off in the pt's bone. On 10/10/00 spoke with, risk mgr who stated pt was having lumbar microdisctomy when incident occurred. As result of incident, the pt had prolonged surgery time of 20 mins., which was needed to retrieve broken piece. Also, the pt required additional x-rays as result of incident.